Event description:
The pt felt a shocking sensation in implantable neurostimulator (ins) pocket when the ins was off. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).